Manufacturer narrative:
This device has not been received.

Event description:
The dentist reported that this implant placed in tooth site #27 did not integrate when the patient presented with peri implantitis with pain and swelling gums.

Manufacturer narrative:
The returned product was inspected with no anomalies or defects observed. The device history record was reviewed and there were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause could not be determined.